Manufacturer narrative:
(B)(6). Diagnostic/functional testing: the remote service engineer (rse). Confirmed the speaker issue and ordered a speaker assembly for the customer. The speaker assembly was shipped to the customer. Based on the information available, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating it displays the error message: "loudspeaker fault" intermittently. The device was not in clinical use at time of event, and there was no adverse event reported. It is unknown if the speaker was or was not able to produce sound at the time of the error.